Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged visualization of particles in airway from device. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, visualization of particles in airway from device that is related CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Using a known good power supply, manufacturer verified the base unit provided airflow, an unknown contaminate was observed inside the ui and rear panels, inside the bottom enclosure. Liquid ingress was observed on both the blower and blower box. Additionally, a contaminant consistent with keratin was identified on the blower box. The device's downloaded event log was reviewed by the manufacturer and found three errors. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and liquid ingress in the device and are consistent with being from an external source.